Event description:
It was reported to vyaire medical that the avea ventilator was auto-cycling. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
"Device evaluation: g3, g6, h2, h3, h6 & h10. Results of investigation:vyaire field service representative went onsite to evaluate the device. The fsr found a flow sensor in reverse direction. The flow sensor was reinstalled to a correct direction. All work was performed in accordance with the avea service manual revision g. Est (extended systems test) and performance check were performed and all passed. The unit is operational and meet OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available".